Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to high impedances and replaced with another brady lead. There were no adverse patient side effects reported. This was all of the information reported at this time. Should additional information become available, this event will be updated.